Event description:
The customer stated that he tested his blood glucose and receied a reading of 10.5. He thought the reading was 105mg/dl. The meter was set in mmol/l and the customer was able to reset to mg/dl with assistance. He did not adjust medication or diet or allege any adverse events due to the mmol/l reading. The cusomer was satisfied and no product will be returned.